Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was dislodged. The lead was explanted and replaced. The patient was stable. The cause of wire dislocation was unknown, and it was suspected that the patient has a large range of motion.

Manufacturer narrative:
Analysis was normal. No anomalies were found.